Event description:
Mitek anchor was being used in surgery and as the anchor was beginning screwed into place the screw driver the tip broke in the implant, and patient left the or with tip in implant.